Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was admitted to (B)(6) on (B)(6) 2015. The customer was treated with glucagon pen. The customer was advised to monitor the insulin pump.